Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he woke up with blood glucose at almost 600 mg/dl. Customer treated with bolus and blood glucose went down to 417 mg/dl. Customer's blood glucose then went up to 470 mg/dl. Customer then went to the emergency room. Customer mentioned the infusion set tubing came apart at the quick release. Customer was wearing the device at time of hospitalization. Customer was advised to monitor the device. Customer will not be returning the device for analysis.